Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume intermate. The device was filled with an unspecified volume of amikacin. The device infused for two hours. The expected infusion time was one hour. The line is clamped when received from manufacturing plant and when they take the line from the clamp there is a noticeable "kink". It was also reported, if the kink is not smoothed out, the device flow time doubles. There was no patient injury or medical intervention associated with this event. No additional information is available.